Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error; improper implant size selection, using implants that were too long or installing the implants too deep. Part number, lot number, manufacture date, expiration date and gtin: 1st (superior): ifuse-3d implant, p/n 7035m-90, lot# 2628141, mfd. 02/06/18, exp. 2023-02-06, gtin (B)(4). 2nd (middle): ifuse-3d implant, p/n 7040m-90, lot# 2631411, mfd. 03/19/18, exp. 2023-03-19, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2018 where three implants were installed. The patient later reported to a different surgeon with complaints of radicular leg pain. The surgeon determined that the two most cranial positioned implants may have breached the neuroforamen causing radicular pain. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the two most cranial positioned implants with chisels and installed iliosacral screws in the explant voids. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.